Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See regulator report # 3004209178-2026-03990 for report of the lead crumbling/disintegrating/falling apart.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their current ins was not working due to an issue during their ins replacement. Patient stated that the best information they received after their surgery was that the healthcare provider (hcp) replaced the "lead battery," but since the other lead was crumbling (referring to the other potential complaint see regulator report 3004209178-2026-03990), the hcp just "closed them up" then sent them home. Patient added that their ins didn't work anymore and that they couldn't do anything with it because the other lead was not removed. Patient also mentioned that the procedure happened on (B)(6) 2025. Patient mentioned that their current ins model was 97800, but they seemed to be referring to the information reflected in their patient ID card, which reflected their previous ins instead and they were unable to clarify their current system. Agent reviewed general therapy information and redirected the patient to their hcp to further address the issue. Agent also provided technical services phone number as patient requested. Patient registration was emailed regarding the issue with device registration, and reviewed that patient can request physician listing if they would prefer a second opinion from a different hcp. Patient stated that they haven't talked to their hcp since then regarding their ins and they were wondering if the manufacturer could speak with their hcp because they "can't charge it" because "it's missing one." Patient did not provide further clarification regarding the last statement. Agent redirected the patient to their hcp to further address the issue. Per a call to the patient on (B)(6) 2026 they mentioned that they were not satisfied with their urinary system device. They again mentioned the lead issues (see regulator report 3004209178-2026-03990) and that their device was not working. In another call on 02/27/2026, the patient reported that they had a new implant on (B)(6) 2025 but also mentioned that the new implant was not functional. New serial(s) not provided no other information provided.